Event description:
Spoke with patient and she states that she went to the emergency room and was hospitalized (B)(6) due to her oxygen machine failing and went without oxygen for a long time. Patient states that her issues with oxygen have since resolved. Medical doctor is not aware. Indication: other osteoporosis without current pathological fracture. Reported to (B)(6) by: patient/caregiver.